Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was having ¿problems passing the solution¿. The patient was connected at the time of the event; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a power on self-test were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Review of the alarm log identified no alarms. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.